Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally reinserted an old cartridge during a supply change on the ilet pump and required assistance to rewind and install a new cartridge; during guided troubleshooting, the user declined to remove tubing while filling and intermittently disconnected from the call, with no alerts or alarms reported. Symptoms included none. Outcomes included no clinical impact and no hospitalization. Investigation included customer education and guided troubleshooting for cartridge replacement and tubing fill procedures. Investigation of this case revealed user handling error related to cartridge selection and reluctance to disconnect the infusion set during tubing fill, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.